Event description:
In this event it was reported that a pt developed blisters in the area where an interra night guard laid. It is also known that pt has a history of autoimmune diseases and is under medical supervision. The night guard was made in spring 2013 and the pt has been experiencing symptoms since. The pts' family doctor has identified the night guard as that is causing the reaction.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluated and the lot number was not provided for retained-product testing and/or DHR review.